Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec" plus anaerobic/f culture vials (plastic) false positive results were obtained. Customer said confirmatory sub-culture and or gram stain may be performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about false positive occurring in some anaerobic bottles. What confirmatory testing was performed that determined the results were erroneous? A sub-culture and/or gram stain might be performed. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? Na. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Na.

Manufacturer narrative:
H6: investigation summary : customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. H3 other text : see h10.

Event description:
It was reported while using bd bactec¿ plus anaerobic/f culture vials (plastic) false positive results were obtained. Customer said confirmatory sub-culture and or gram stain may be performed. Results were not reported and there was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about false positive occurring in some anaerobic bottles. ¿ what confirmatory testing was performed that determined the results were erroneous? A sub-culture and/or gram stain might be performed. ¿ were any erroneous results reported to the doctors? No. ¿ if yes, were any patients treated based on erroneous results? Na. ¿ if yes, did the erroneous treatment have any adverse impact to the patient(s)? Na.